Manufacturer narrative:
These references are ce marked references. The equivalent us reference is not affected by this packaging error. A recall has been issued but does not concern the us market. Fh industrie procedures did not clearly define the rules for reporting incidents to FDA when the devices were no longer being distributed into the us market. The vigilance officer at the time was unaware that these reporting rules had to be applied even to products that were no longer distributed in the united states and that were inactivated in the FDA registration & listing database. The medwatch reports that were not filed are not connected to any recalls and had no impact on patient safety. A CAPA was opened to determine root cause and corrective action.

Event description:
Error in external packaging. Burr reference in box (B)(4), box with label reference (B)(4). These references are ce marked references. The equivalent us reference is not affected by this packaging error. A recall has been issued but does not concern the us market.